Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 11th feb 2026, it was reported by an arthrex's employee via an email that for 1 unit of ar-8934bnf, small joint bio-suturetak® with needles, 3.0 mm, with 2x #0 fiberwire®, its anchor broke during insertion. This was detected during a mbo procedure on (B)(6) 2026. The procedure was completed successfully by using a replacement device (ar-8934bnf). There was no patient harm.